Manufacturer narrative:
Results - "incorrect technique/procedure" is based upon evaluation of other user facility information and the returned sample. "Device performed according to specifications" is based upon evaluation of undamaged sections of the return sample. Conclusions - "user error caused or contributed to the event" is based upon evaluation of user facility information and the returned sample; "no failure detected and product within specification" is based upon evaluation of undamaged sections of the return sample. The involved device was returned for evaluation by the manufacturing facility. Visual examination of the returned guidewire confirmed that a portion of the polyurethane had been damaged, and rolled back exposing the core wire. Microscopic examination confirmed that the coating had abrasions and other signs of manipulation with excessive force. Testing of undamaged sections of the guidewire confirmed that the poly-urethane coating was properly adhered and had no defects. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The returned sample appearance is consistent with the guidewire having been damaged as a result of continued attempts to manipulate the device against resistance with excessive force. There is no evidence that the reported issue was related to a device defect or malfunction. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that part of the guidewire's outer coating "came off" partially exposing the core wire during a procedure. During follow-up communications, the user facility provided the following additional information: the glidewire had been inserted into the patient, then was removed; subsequently, the guidewire was being re-inserted through the introducer sheath when the physician noticed the coating was starting to shear away from the core wire; a second glidewire was used to successfully complete the procedure; and there was no impact to the patient.